Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the right coronary artery. A synergy¿ drug-eluting stent was deployed to treat the lesion. However, post stent deployment, the stent delivery balloon snagged on the stent causing the middle of the stent to elongate. Subsequently, an additional synergy¿ drug-eluting stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.